Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red rash under the back therapy electrode pads. There is no alleged device malfunction. The patient's physician recommended removing the lifevest for an extra half hour each day and keeping the rash dry. Follow-up indicated that the rash was improving.